Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer sweating. It was reported that as a result, buttons were unresponsive and pump received failed battery test alarm test after battery change. Customer's blood glucose was 119 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly and failed battery test alarm due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.